Event description:
The account stated that the head of the bed wouldn't stay up.

Manufacturer narrative:
The tech found that the trend/CPR valve was allowing fluid to by-pass because the valve seat was cupped from wear. The head of the bed would slowly drift down over a 24-36 hour period. The manual controls of the bed operated as designed. He replaced the trend/CPR valve to repair the bed.